Event description:
It was reported that a malfunction occurred with the pump, indicated by malfunction code 0. The customer's blood glucose level was recorded at 19 mmol/l. Technical support provided information to reset the pump, and after the reset, the malfunction did not recur. The customer was instructed to continue using the pump and advised to call back if the malfunction code reappears.